Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead's conductor was fractured due to clavicular crush and exhibited loss of capture. The ra lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead's conductor was fractured due to clavicular crush and exhibited loss of capture. The ra lead was explanted. No additional adverse patient effects were reported.